Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they turned off the unit, which was set at 1.10 volts, and the area healed in 8 days. The patient then turned it back on at a lower setting of 0.80 volts in 6 days it began blistering which was very painful, so the patient turned it off for the 3rd time. The patient did a total of these repeat tests 3 times, enough to satisfy the patient that it was the stimulations causing the blistering throughout the whole area from top to bottom. The patient also tried all 4 channels. They have had a unit since (B)(6) 2008 and never had the symptoms at settings of 3.25 volts. During a period when they were no longer having any of the 4 types of pt the unit was no longer stopping emptying of their bladder. The patient was put on muscle relaxers and 3 months later they turned on the unit again. The patient¿s healthcare professional (hcp) evaluated the function problems, and the patient believed that the severe muscle spasms throughout the pelvis were causing the override of the unit. During the past 6 months the patient had 4 serious falls on their back side and many smaller falls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that the device was not helping with her symptoms so she turned it off for a year. The patient reported that she was having muscle spasms and it wasn't working. The patient reported that the urine was being forced out of her bladder by many spasms in her pelvic. The patient reported that when she turned stimulation off she was anywhere from 2.70-3.25v. The patient reported that she now tried turning it back on and it shocked her and she felt like she was electrocuted and had to turn it way down to 1.10v. The patient reported that the healthcare provider (hcp) gave her muscle relaxers and wanted to see if stimulation would work now. The patient reported that it worked and it had been helping her symptoms and she was back to panties. The patient reported that she saw an hcp about the device not working and they took x-rays and told her the lead was in the right spot. The patient reported that she had taken a number of spills on her hip, butt and backside area and that could have possibly affected it. The patient reported that she had 3 falls in the last week of the report. The patient reported that she fell down the stairs and right leg, ankle, knee and landed on the butt right side. The patient also reported that over a 2 week period she had turned stimulation back on and the entire area being stimulated started blistering. The patient reported that when she wiped herself one day there was skin on the toilet paper. The patient reported that she turned stimulation off when this happened. The patient reported that it was painful and felt like it was burning. The patient reported that she wondering if the wire had shifted from her falls and was lying on a nerve causing this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: both adverse event and product should apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the therapy worked well initially but then they had an accident, went to physical therapy (pt). But when they stopped going to pt, they started to having muscle spasms, ¿massive¿ bladder spasms, and thought they had some nerved damage. They also mentioned that they were on gabapentin but was now off that medication but was ¿feeling certain things¿ and wanted to try the therapy again. The patient tried using the programmer (with and without the antenna attached) but saw poor communication. The patient noted when the device was back in use (2+ years ago), they were told there was 1.5 years left on the battery. They were redirected to follow up with their healthcare professional (hcp) to have the device checked. There were no further complications reported or anticipated.